Event description:
The patient's daughter called for assistance with a bolus delivery. The daughter then stated that the patient was hospitalized due to diabetic ketoacidosis, with a blood glucose of 693 mg/dl. The patient also experienced numbness on the right side of his face and shortness of breath. The caller stated that the patient had been under a lot of stress as well. The caller asked about some of the features on the device, and they were explained. Reviewed the alarm history, and found an alarm that the patient never knew he received. Also, the patient received a no delivery alarm after the unit was removed in the hospital. The unit alarmed due to an empty reservoir. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.